Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Displaced of screw into the soft tissue. Update from rep: operations after procedure, control after 3 weeks, there was rupture in the soft tissue over one of the fixsos screw head, and it looked infected , there was also open canal into the bone where the screw implant was placed. They did a revision and sat 2 new fixos 7.0mm screws but this time with serament in the canal for a better fixation of the screw, they also took a bacterial test, but it was negative and the wound healed fine. First revision.